Event description:
Per plaintiff's complaint, (B)(4), (B)(6) was injured requiring medical treatment to plaintiff (B)(6) left and right legs (underlying injury). Thereafter, plaintiff began receiving treatment of the underlying injury from a qualified medical provider. On (B)(6) 2009, plaintiff was prescribed the use of a cold therapy unit (ctu) known as biomet biochill, as part of the treatment for the underlying injury. On (B)(6) 2009 (date of first use), plaintiff began using the ctu. Since ending the use of ctu, plaintiff (B)(6) discovered that the ctu caused the complained of personal injuries. Plaintiff (B)(6) first suspected the injuries were caused by the ctu on or after (B)(6) 2010 (discovery date) the approximate date plaintiff saw a television advertisement discussing the possible connection between similar injuries and the complained of ctu. Plaintiff has suffered: pain, suffering, and inconvenience, disfigurement, physical impairment.

Manufacturer narrative:
The package insert contains the following information for the health care practitioner. "A licensed health care practitioner must determine the appropriate treatment setting and the length of treatment for each patient." "Special considerations: 1.) Individual sensitivity to a cryotherapy application varies. It is important to periodically check the color and sensitivity of the skin at the treatment site. The patient should be instructed to immediately discontinue the cold therapy treatment and notify their health care practitioner if the skin appears discolored or feels numb." "Adverse effects: when cryotherapy is selected as a treatment modality, close monitoring of the patient's response to cryotherapy treatment is critical. Water cycling adjustments or discontinuation of the treatment may be required if a patient demonstrates a localized hypothermia reaction." "Localized reaction to cold: with a sudden sharp and persistent drop in temperature, vasoconstriction and increased viscosity of the blood in a local area may cause ischemic injury and degenerative changes in peripheral nerves. Localized reactions to cold may include chilblain, frostbite, or immersion syndrome. Prolonged tissue hypoxia and infarction necrosis of the affected tissue may develop. Vascular injury and edema become more evident as the temperature returns to normal. "

Manufacturer narrative:
Further investigation did not find any evidence of biomet biochill cold therapy system usage. As such, the alleged complaint could not be verified.